Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has received the iesu generator for analysis. The failure analysis of the unit could not confirm the reported failure (bipolar ports not recognized). The unit energized and cauterized, and all ports recognized the bipolar instruments. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new generator after the start of the procedure due to the erbe generator's bipolar energy not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the integrated electro surgical unit (iesu) generator indicated it could not read the instrument, displaying a question mark on the da vinci instrument display. The caller tried four bipolar cords, two different bipolar instruments, and power cycled the iesu generator, but the issue persisted. After determining that the bipolar function was not working, the intuitive tech support engineer (tse) suggested using an alternate generator, the force triad. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to use the iesu generator for the procedure.

Manufacturer narrative:
The date for field d9 is being updated to 13-may-2022. It was initially submitted with the incorrect date of 22-apr-2022.

Event description:
Refer to h10/h11 for follow-up information.